Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2020 wherein the entire system was explanted and replaced. There were no allegations of deficiency made against the ipg. Issue resolved.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Related manufacturer reference number:3006705815-2020-32748. It was reported that the patient experienced ineffective therapy. Imaging revealed lead migration. As a result, surgical intervention may be undertaken in the future.